Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-15903. The patient reported her scs system was explanted approximately 10 months ago because the ipg "quit working", experiencing ineffective coverage and having a pain in her foot. The patient indicated she was implanted with a different manufacturers system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.